Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised they could continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.